Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, the battery gauge was incorrectly displayed. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.